Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the patient was referred to their healthcare provider (hcp) for follow-up to examine them and the ins system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event date approximate. Other applicable components are: product ID: 3708660, serial#: (B)(4), product type: extension.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient started feeling shocking when palpating along their right extension, which was implanted last month. The patient was also experiencing dystonic symptoms returning. The caller noted the extension lead connector was protruding more on the right side then left. When stimulation was turned off, the patient would not get shocked while palpating. There was a short on contact 1<(>&<)>2 of 40 ohms, the rest of the leads were normal. The patient was programmed on c+ 1-. Two more impedance tests were run on the call and contact 1<(>&<)>2 was short both times, at 36 ohms and 39 ohms. No further complications were reported as a result of this event.